Event description:
It was reported that the programmer had difficulty establishing telemetry with the implanted devices. It was further reported that there was noise on the electrocardiogram and that there was trouble with the wireless function. Follow-up determined that the radio frequency head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the programmer had difficulty establishing telemetry with implanted devices. It was further reported that there was noise on the electrocardiogram and that there was trouble with the wireless function. Follow-up determined that the radio frequency (rf) head was changed out but the situation did not resolve. The programmer was returned for service. The programmer rf head was returned with the programmer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of telemetry issues. The programmer rf (radio-frequency) head failed testing due to the cable. It was very twisted. The reported programmer trouble with the wireless function was also confirmed. It was found that the wireless function box was not checked, and the stylus was twisted and no longer functional. After selecting the box, wireless function worked fine. In addition, the leads were not fully installed in the ECG (electrocardiogram) cable, the keyboard, keyboard slide assembly, and hinge plate screws were missing, and the right and left keyboard case hinges were broken. (B)(4).